Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings. The customer's blood glucose level 315 mg/dl to 469 mg/dl. The customer treated manually. The customer also mentioned sensor glucose of 52 mg/dl. The product was not returned for analysis.